Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.